Event description:
It was reported that the catheter would not purge and there were black particles floating in syringe water. There was no patient or user harm. Medtronic's initial evaluation of the incident device found black particulate matter suspended in the saline solution. Biological contamination has been identified in prior syringes containing particulate contamination.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted black particulate matter suspended in the saline solution. Biological contamination has been identified in prior syringes containing particulate contamination. It was reported that there was endoflip catheter purge failure and there was a foreign object found in the package or product. The reported issues were confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.